Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately. They obtained a fasting am result on the reported meter; the result was not provided. They ate breakfast and went to the doctor's office. A result of 228 mg/dl was obtained on the doctor's meter. They received no treatment. No products were replaced.